Manufacturer narrative:
A review of the system logs found no errors occurred during this procedure. Review of the logs for the 5 subsequent procedures found the system functioned normally with no intraoperative events or issues found. The following concomitant products were used during this procedure: 0 degree endoscope plus, long bipolar grasper, two tip-up fenestrated graspers, cadiere forceps, vessel sealer extend, curved-tip sureform 45 stapler, suction irrigator, large clip applier. A site history review found no related complaints were received for the instruments used during this procedure. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. The logs for the curved-tip sureform 45 stapler showed the instrument was installed 10 times and fired 10 reloads (1 white, 1 green, 2 white, 6 black respectively). All firings were completed per the logs, all but 3 firings had no pauses during firing. There were no incomplete clamps or unclamp failures by this instrument. There are no stapler related errors in the logs. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died during an attempted pulmonary lobectomy due to bleeding. How the bleeding occurred is not provided. No additional information is provided regarding any attempts to correct the bleeding. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a robotic assisted right lower lobectomy with mediastinal lymphadenectomy procedure, there was unexpected bleeding and blood transfusions were administered. The hospital patient safety manager reported that the patient expired the same day and an autopsy is in progress. Attempts to obtain further information, including the surgeon¿s name, from several site sources were unsuccessful until (B)(6) 2025. Additional information has been requested from the surgeon.